Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no product quality issue identified with this device. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two proglide devices with a 6f sheath after a diagnostic angiogram. Reportedly, a cuff miss was noticed for both proglides. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.